Event description:
It was reported that pump experienced malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.